Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned. Reviewing the photos provided on the attachments the reported events cannot be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that there was no surgical delay and the affected side involved in this event was the right hip.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent primary total hip re-pavement on (B)(6) 2009 where an asr resurfacing cup with a corail stem was utilized. Patient has presented with a clunking hip in deep flexion and some pain as well as metallosis. On opening the hip, blackened tissue was evident anterior to the cup. There was some soft tissue impingement with metallosis. This black tissue was removed (pseudo tumor) and the asr 300 shell removed. The asr xl head and sleeve were removed from the stem. Corrosion was evident at the head neck junction. The stem was left in situ and a biomet dual mobility shell implanted with a new 28mm metal head. Doi: (B)(6) 2009, dor: (B)(6) 2021, unknown hip.